Manufacturer narrative:
Update to h6 conclusion code and h10 to reflect additional information received that indicated as per medical opinion, the perceived root cause of the thrombosis may have been the patient's covid diagnosis but the root cause was not confirmed.

Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant; however, elevated gradients may indicate obstructed flow across the valve. Over time, gradients can develop or worsen due to leaflets being affected by the development of calcification, or the formation of pannus/host tissue, or thrombus. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valve (thv) per the IFU, thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results are inconclusive potential contributing factors to the event reported cannot be determined. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by our affiliates in (B)(6), the patient who underwent an implant of a 20mm sapien 3 valve, in aortic position by transfemoral approach. The intraoperative echo showed that the valve was well-positioned. Twelve days post-implant, the patient returned to the hospital. On pod13, the echo performed showed left atrium with mild enlargement. There was moderate mitral regurgitation. Tissue prosthesis in aortic position with reduced mobility of one of its leaflets, with a mean transvalvular gradient mean of 30 mmhg (unknown if significant stenosis or associated mismatch). Also showed mild-grade tricuspid insufficiency. On the other hand, an intracavitary thrombus was not visualized. Angio CT was performed and anticoagulation was prescribed. A complementing CT angiography examination of the heart was requested, which showed preserved left ventricular systolic function (ef 78%). Transcutaneous implant prosthesis in aortic position showed hypoattenuation (halt) between 50-75% with thickening in the topography equivalent to the non-coronary leaflet, suggestive of thrombosis. Hypodense image permeated with calcification between the prosthesis and the non-coronary sinus of valsalva, the thrombosis was confirmed by angio CT and echo. Final conclusions were: coronary atherosclerotic disease without significant luminal reduction. Transcutaneous implant prosthesis in aortic position showing hypoattenuation (halt) between 50-75% with thickening in the topography equivalent to the non-coronary leaflet, suggestive of thrombosis. As per medical opinion, the root cause of the thickened leaflet may have been the thrombosis.